Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00483. It was reported that the patient was experiencing ineffective therapy and was unable to enter MRI mode. Fluoroscopy revealed that the patient's leads had migrated. As a result, the physician explanted and replaced one lead, and moved the other lead back into position. Surgical intervention resolved the issue.